Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during the procedure, and the device came out of the patient¿s body. Manual compression was performed for twenty minutes and the patient recovered. There was no reported patient injury. The mynx control vcd was prepared and used in accordance with the instructions for use (IFU). The procedure used a retrograde approach, and the mynx control vcd was utilized following a percutaneous coronary intervention (pci). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium or plaque, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control device. The physician achieved certification on the use of the mynx control vascular closure device and has used the device several times prior to this procedure. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during the procedure, and the device came out of the patient¿s body. Manual compression was performed for twenty minutes and the patient recovered. There was no reported patient injury. The mynx control vcd was prepared and used in accordance with the instructions for use (IFU). The procedure used a retrograde approach, and the mynx control vcd was utilized following a percutaneous coronary intervention (pci). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium or plaque, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control device. The physician achieved certification on the use of the mynx control vascular closure device and has used the device several times prior to this procedure. Additional information was requested but not provided. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 was depressed and button 2 was also depressed. The stopcock was found closed, and no syringe was returned for this evaluation. The sealant was not returned for evaluation. Regarding the sealant sleeves, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. The balloon was evaluated as part of an inflation/deflation functional analysis. To perform this evaluation, button 2 was reset and the balloon was tested. During the test, no issues related to the reported event were observed, as the balloon inflated and deflated as expected. Subsequently, button 2 was depressed, and the balloon retracted without issue. The reported event of ¿balloon-balloon loss of pressure¿ was not observed through analysis of the returned device since the balloon passed functional analysis. The exact cause of the reported incident could not be conclusively determined during analysis of the returned device. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there was no balloon rupture/leakage noted. However, balloon prep and/or handling factors are possible. Although not intended as a mitigation, the mynx control IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. It also states to check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. It should be noted that failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy, which can be mistaken as a balloon rupture. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is reported to be available for analysis but has not been documented as received at the time of this report. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynx control vascular closure device (vcd) burst during the procedure, and the device came out of the patient¿s body. Manual compression was performed for twenty minutes and the patient recovered. There was no reported patient injury. The mynx control vcd was prepared and used in accordance with the instructions for use (IFU). The procedure used a retrograde approach, and the mynx control vcd was utilized following a percutaneous coronary intervention (pci). The femoral artery¿s suitability was verified on angiography, including the insertion angle (30¿45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. The puncture site did not have visible calcium or plaque, and there was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use of the mynx control device. The physician achieved certification on the use of the mynx control vascular closure device and has used the device several times prior to this procedure. The device will be returned for evaluation.